Event description:
It was reported that a patient fell out of the bed and sustained an unknown injury. No specific hazards or defects were reported. Attempts are being made to gather additional details from the user facility.

Manufacturer narrative:
An investigation was completed, and the stryker sales account manager for the user facility stated that the fall was likely due to the bed exit not being set properly. He did not have any additional information regarding the injury or treatment of the patient. Multiple attempts were made to gather additional injury and treatment information. However, no response was received. If additional information should be provided, this complaint may be reopened and updated accordingly.

Event description:
It was reported that a patient fell out of the bed and sustained an unknown injury. No specific hazards or defects were reported.